Event description:
It was reported that customer experienced cgm error that affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, and successfully restarted sensor session without error recurrence.